Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin resulting in an increased heart rate, elevated blood glucose (bg) level ranging between 540-541 mg/dl, high level of ketones, vomiting and diarrhea resulting in a hospitalization. Additionally, it was reported that the pump shutdown unexpectedly. Customer delivered manual injections to address bg. Customer was treated with an insulin drip and fluids. Customer was released from the hospital on april 24th with the issue resolved and no permanent damage. A system check was performed and no issues were observed with the cartridge, infusion tubing or cannula. Reportedly, the customer reverted to alternate insulin therapy.